Event description:
It was reported that during an unspecified procedure, "something became stuck". It was additionally reported that an unknown component of the device fractured inside the patient. The component was retrieved in a previously planned surgical procedure. Additional information has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.